Event description:
The manufacturer's rep reported that the pt had the pump explanted due to infection. The pt initially was experiencing redness over the pump treated with keflex, then redness over the catheter began. The complete blood count was within normal limits; there was an elevation in the sedimentation rate. No symptoms of increased spasticity. The pt is doing well after the explant.

Manufacturer narrative:
The device has been returned to the manufacturer for analysis, which is not complete as of the date of this report. A follow-report will be sent when the analysis is complete. Final device analysis reveals no anomaly found - normal device function.